Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. The user found the error early in the morning upon power-on, and there was no patient/procedure scheduled at that time. A philips field service engineer (fse) inspected the system on-site and confirmed the issue. Analysis of the system logs determined that there was an intermittent amc issue and the "enable move" signal was active during system start-up. While troubleshooting, the fse attempted replacing the amc, but the calibration was unsuccessful. Additionally, the same issue occurred the following day. It was determined that the cause of the geometry not working was the active "enable move" signal, indicative that there could have been something lying on the geometry ui module during startup, or the module was defective, or the cable towards the module was defective. The fse performed a hard shutdown and power cycled the system. After this repair action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform the geometry movements of the c-arm. No harm has been reported to philips. Philips has started an investigation of this complaint.